Event description:
It was reported that the patient presented to the hospital with a non-functional inflatable penile prosthesis (ipp). Upon evaluation, it seemed that it was related to device fluid loss as the pump bulb did not re-inflate. It was decided to perform a revision surgery, during which, the cylinders and pump were removed; while the reservoir was left in place. The source of the fluid leak was not determined. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.